Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a recent site change and during early use of the ilet, with glucose readings up to 340 mg/dl following meals; glucose trended down during calls while on the system and after meal announcements, suggesting device responsiveness. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no back-up therapy. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction observed during the interactions and that glucose levels decreased over time while on therapy. It was concluded that the event was consistent with hyperglycemia of unclear cause, potentially influenced by recent meal intake and early adaptive use, with the device operating as expected.